Manufacturer narrative:
The cerelink microsensor (826850) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received stated that the cerelink monitor was used with the cerelink microsensor with an initial setting of 6mmhg. After the negative reading the cables was not switched they monitored and documented the negative values. The microsensor was not replaced it was tunneled into the same burr hole as the "evd" catheter, so the neurointensivists decided to just leave in place and monitor "icp" using the "evd" "fct" system. The microsensor was removed on november 13, 2021. The patient was extubated, with "evd" in place, and remains in the nicu. The patient was unresponsive with primitive reflexes.

Event description:
N/a.

Event description:
A facility reported a patient received a cerelink microsensor via the dual placement technique on (B)(6) 2021. By day 5, the icp values drifted negative as much as -7mmhg to -9mmhg. Per the physician the values were ¿unreliable¿. Microsensor was explanted on an unknown date.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.